Event description:
During use of the device for a cardiopulmonary bypass procedure, the roller pump began delivery flow at a high rate. The roller pump then displayed a "pump needs service" error message. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.